Event description:
It was reported that out of the box, the cardiosave intra-aortic balloon pump (iabp) unit had safety disk failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that awaiting for parts to repair the iabp. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : repair not yet done.

Event description:
N/a.